Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-mar-2026, a sales representative reported via email that an ar-8925ss syndesmosis tightrope xp broke upon insertion. The surgeon was performing final tensioning when one of the sutures snapped within the implant. The case was completed by leaving the damaged tightrope in place and implanting an additional tightrope one hole higher. Fluoroscopic imaging confirmed no further syndesmotic movement. This issue occurred during a procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 11-mar-2026: this occurred during an isolated ankle syndesmosis repair procedure. The case was completed using a replacement ar-8925ss syndesmosis tightrope xp. There was no case delay, no additional anesthesia time, and the bone quality was reported as normal.